Manufacturer narrative:
The hill-rom technical support told the acct to inspect the siderails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom rec'd a report from the account stating the head section was raising up w/o any function buttons engaged. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint (B)(4).